Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation.

Event description:
The customer reported that a (B)(6) patient with an rd set infant-l pulse oximetry sensor on the (l) great toe had an o2 saturation of 90-94%, with the pi and siq anywhere between 0-2 stars on the ge monitor, yet, the patient was purple and experiencing agitation, desaturation, and bradycardia to the 80-90¿s. The patient is on a ventilator at 34% fio2. Additionally, the spo2 pleth waveform was near flatlined with an increased heart rate on EKG, yet normal pulse rate was displayed from the pulse oximetry sensor. This is a problem, because if the patient was truly cyanotic event, the patient¿s o2 saturation should not be displaying 90-94%.troubleshooting was performed by disconnecting/reconnecting cable and sensor, regular repositioning of the infant sensor every 3 hours, and then it was decided to replace the sensor with a rd set neo-l pulse oximetry sensor (due to an infant-l sensor not being readily available). No significant events recorded after neo-l sensor was placed.